Event description:
On 3/27/2025, it was reported by a sales representative via email that two ar-1588btb-2j tightrope ii btb nitinol wires broke. This was discovered during an acl procedure on (B)(6) 2025. Additional information requested on 4/22/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.